Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the power turning off was confirmed. An additional adverse event of "no image" was identified and found to be due to a patient circuit board failure. Three attempts were made to the user facility for additional information on the event without a reply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "power turned off" was caused by a dust accumulation in unit, and the event "no image" due to a patient board set failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center was hot, turned off, and would not power back on. The issue was found while the device was in the operating room being used for an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing and inspection of the device, it was observed that accumulation of lint/dust in the device resulted in the overheating of the device and the device shutting down. In addition, it was noted that there were scratches on the top cover and minor corrosion on bottom chassis; printed circuit board failed; no UDI label; old version main switch with recommendation to update switch; and software version 1.04 with recommendation to update software. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.